Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that overfill occurred with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter. "Complaint received through customer directly about the lots of clot formation in citrate tube and over filling of the tube leads to inaccurate blood additive ratio which is impecting the result."

Manufacturer narrative:
Manufacturing location: becton, dickinson and company (bd).

Event description:
It was reported that overfill occurred with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "complaint received through customer directly about the lots of clot formation in citrate tube and over filling of the tube leads to inaccurate blood additive ratio which is impecting the result."